Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call that the inuslin pump alarm change sensor and calibration error. Customer's blood glucose was 107 mg/dl. The customer stated that the bad sensor alert after a 2nd consecutive calibration error. Customer was advised the timing of calibrations leading to alert and calibration protocal. The customer was advised to remove and change out the sensor. Customer was advised that we would replaced sensor and sent to her.